Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a elevated blood glucose (bg) level of 288 mg/dl and it was addressed with a bolus. A system check with tandem's technical support indicated that the pump, cartridge, and infusion set functioned as expected. Reportedly, the customer stated that their endocrinologist changed the settings a few days ago. A follow up with the customer indicated that the bg level has decreased to 190 mg/dl.